Manufacturer narrative:
Continuation of concomitant medical product(s): other relevant device(s) are: product ID; etlw1616c82ee, s/n: unknown; use by date: unknown; upn # unknown. Film evaluation summary; the exact cause of the left limb detachment and type iii junctional endoleak could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not provided for comparison, and the amount of initial component overlap and aortic/iliac tortuosity is unknown. CT¿s returned from 43 months post-implant revealed that the bifurcate was positioned just below the renal arteries within the angulated neck, and the proximal bifurcate and bilateral distal limbs appeared well sealed. The contra limb was seen adequately overlapping the bifurcate gate to the flow divider. The maximum aaa diameter measured 76mm. However, near the bottom of the aaa sac, the distal end of the left/contra limb appeared to have partially detached from the left limb extension which was still positioned distally into the left common iliac artery. No component overlap was seen at this left limb junction and a resulting type iiia separation endoleak was observed. The infrarenal neck and aortic body were angulated at the gate ring ~70 deg a-p x 50 deg rt-lt relative to the distal aorta, and there was a 50 deg lt-rt offset seen between the two partially detached limbs. It is possible that aneurysm morphology changes, as seen with the severely angulated neck and at the angulated junction of the detached components, may have contributed to the limb separation and resulting type iiia endoleak. The junctional separation occurred within the aaa sac; therefore, lack of vessel support may have also been a factor. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of impending ruptured abdominal aortic aneurysm. It was reported on the follow up CT approximately 3 and a half years later, a type iii separation endoleak was identified on the left side between the contra-lateral bridge stent and the left side stent graft. Intervention was completed a month later where the physician implanted a bridge between the dislocated stents with an additional endurant limb. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.